Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alert while customer was using non-tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer later reported that pump began charging after using tandem charging cable and wall adapter and confirmed there was no pump shutdown or inability to turn pump back on, so issue was resolved and no further assistance was required.